Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated. A review of the pump black box history revealed multiple reboots. During testing, the battery compartment was observed to be cracked. The battery cap was within height and width specifications and was able to fully secure onto the pump. The pump was opened and there was evidence of moisture inside the pump, on the display flex and connector, and the pump¿s other internal components. The pump powered on to a blank display with functioning auditory and vibratory settings, due to the pump's internal moisture.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. It was noted that a new battery was inserted, but the pump did not power on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.